Event description:
The reporter contacted animas on (B)(6) 2012 stating all of the keypad buttons including the audio bolus button were sticking and intermittently unresponsive. The keypad was reportedly intact and the pump was not exposed to water. The patient did not clean the pump. The patient denied recent trauma to the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of an audio bolus issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the audio bolus button responded as expected. There was no physical damage to the button. No defect was found on investigation. The complaint could not be confirmed or duplicated.